Event description:
Five different dental burs broke at the tip while the dentist was using them inside of a pt's mouth. The fifth bur broke and the tip went into the pt's sinus, but the piece came out when the pt sat up. No medical intervention was required.